Event description:
It was reported that the right atrial (ra) lead was explanted due to a perforation, resulting in  pleural effusion and pain. High thresholds were also noted. The right ventricular (rv) lead was repositioned at this time to add more slack. Around a week later the patient experienced and infection of (B)(6) bacteremia and is (B)(6). The patient then became septic. The implantable pulse generator (ipg) and rv lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.